Event description:
Problem with dosage change 20 units in each knee for 3 weeks in a row then increased to 60 units at once in each knee. Pain was horrific and beyond unbearable. Would take 2 hours to stand up. Visible lumps in legs and ankles. Experienced immediately after injection. Dose or amount: 60 units each knee. Frequency: once. Dates of use: 2009. Event abated after use stopped or dose reduced?: yes.